Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her ins ¿stimulates my leg but it doesn't take the pain away and goes up in my belly and makes me sick to my stomach and it makes my hip hurt.¿ the patient reported that this started happening ¿a year ago¿ and confirmed it was in 2018. The patient reported that she had a fall in 2018. No further complications were reported.